Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a shift check, the autopulse platform displayed an error code, however customer could not provide exact code. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the motor cover was cracked and the battery partition cover was missing. The physical damages found during visual inspection are not related to the reported event of the platform displaying an error code. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 9/2006). A review of the autopulse archive was performed and the archive data shows that multiple user advisory (ua) 41 (patient temperature sensor failure) faults occurred on 8/5/2014, rather than on the reported event date of 8/6/2014. Functional testing was performed and the observed ua41 fault could not be reproduced. Testing of the returned autopulse platform shows that the temperature sensor was functioning as intended. Additional testing of the platform with a 95% patient test fixture and known good battery was performed for an hour and no faults or errors were observed. The ua41 message can be exhibited when the autopulse platform is stored in an environment with high temperature. Based on the investigation, the parts identified for replacement were the motor cover and the battery partition cover. In summary, the reported complaint of the platform displaying an error code was confirmed based on the archive review, however this could not be reproduced during functional testing. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.